Manufacturer narrative:
Select initial reporter and patient information cannot be provided due to regional privacy regulations continuation of d10: model no: ID-1-5, serial/lot no: (B)(6): description: ID-1-5 axium instant detacher. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium prime coil did not detach. The patient was undergoing surgery for treatment of an unruptured, saccular aneurysm on the right side with a max diameter of 5 mm and a 4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was strong. It was reported that any accessory devices were prepared as indicated in the instructions for use (IFU). The coil could not be detached after 3 attempts using the instant detacher. No additional instant detachers were used. One manual detachment attempt had been made via the hypotube the coil was replaced with another manufacturer¿s device to complete the procedure. No patient symptoms or complications were associated with this event.

Event description:
Additional information received reported the aneurysm location was the c2 vessel. No particular issues were encountered prior to no detachment. No damage was observed to the pushwire after removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.